Event description:
A home pt contacted baxter's technical service center for assistance during their automated peritoneal dialysis therapy. Per initial report, the home pt connected their transfer set to the pt line of the homechoice set during prime. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.